Manufacturer narrative:
Follow-up # 1 - 1/20/2015 device evaluation. The lay user/patients test strips have been returned on 10/29/2014 and further evaluated by lifescan product analysis on 1/15/2015 with the following findings:further testing of the test strips has changed the testing results. The test strips involved with this complaint failed testing.the vial labels are genuine however the expiry date has been illegally adulterated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/27/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the test strip vial's label was found to have been incorrectly overprinted. In addition, a tertiary issue was noted when the returned test strips vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.